Event description:
Patient presented to the physician with pain at the ipg pocket and requested device removal. Physician brought the patient into the operation room and observed that the ipg had flipped. Physician disconnected the sensing lead and left the lead whole. Physician then cut the stimulation lead body and left the remainder of the stimulation cuff on the nerve. Physician removed the ipg and closed.